Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the distal end of the expandable sleeve. The end is frayed, also there is a trocar inserted through the sleeve, the end of the trocar is gouged. The obturator appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the gouged cannula tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic hysterectomy procedure, the surgeon misaligned the trocar and pierced the sleeve on the side. A piece of the cannula broke off and fell into the patient's cavity but was retrieved by a grasper. They replaced the sleeve to re-enter the abdomen. No patient injury.